Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebt1635 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the PICC was flushed, there was a hole on the catheter about 10-12 cm up from the insert. On (B)(6) 2018, the alleged hole in the catheter was discovered after the PICC was removed and the nurse flushed it with saline.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter wall was confirmed and the cause appears to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 8cm-9cm depth markings (9.6cm from the molded joint). The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: a permanent kink impression within the catheter with material wear at the center of the impression and a longitudinally-aligned split at one impression end. Wrinkling of the catheter tube leading into the permanent kink impression. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An additional permanent kink impression was found between the 4cm-5cm depth markings, but did not contain a split/leak. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rebt1635 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the PICC was flushed, there was a hole on the catheter about 10-12 cm up from the insert. (B)(6) 2018 - the alleged hole in the catheter was discovered after the PICC was removed and the nurse flushed it with saline.